Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported on (B)(6) 2017, patient received an attune left posterior stabilized, fixed bearing total knee replacement, utilizing trumatch technology. The surgery was completed successfully, with no complications. Depuy smartset bone cement was used. On (B)(6) 2018, left knee was revised to address left knee tibial implant loosening, at the cement to implant interface. Intraoperatively, the femur and patella were found to be well-fixed, but the tibial tray was grossly loose, completely debonded from the cement mantle, at the cement to implant interface. Femur, tibial tray, and tibial insert were all revised, and replaced with competitor revision components. The depuy attune patella was retained. Doi: (B)(6) 2017 dor: (B)(6) 2018 left knee.